Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. They reported that the device did not help control symptoms since implant date. Patient reports was peeing all over. Patient states had device removed. Patient reports wants manufacturer to cover hospital bills. The patient was redirected to their healthcare provider (hcp) to further address the issue and send device back for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported that the cause was unknown. The rep kept changing the setting but nothing worked.

Event description:
Additional information received from a manufacturer representative (rep) stated the device has been turned off and patient has to followed up with the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that their device had never helped their symptoms since implant, noting that from what they understood, they should have gotten a feeling when it was time to go, but when they would get up they would start peeing. The patient said they were very, very unhappy and stated that they felt it was a mistake getting the interstim, as it had not helped them at all.  The patient stated they peed all the time and went through 10 pair of underwear per day and that they'd get up 2-3 times at night. The patient said that they met with the manufacturer company representative (rep) who had come by their house in the past, and recently, the patient stated they had left messages for them to call but the patient had not heard back. The patient also reported they didn't know the date they started noticing, but they sometimes had intermittent, random electric shock going down their leg on the side where the stimulator was. The patient stated they wanted to know if that was possible with interstim. Patient services reviewed stimulation sensation information and offered to help the patient use their control equipment to reduce stimulation or turn stimulation off to see if that feeling resolved, however the patient declined, stating they were (B)(6) years old and unable to use the equipment on their own and had no one to help them. The patient stated they tried to use it in the past and found out by accident it needed to be plugged in. Patient services offered to send an email to the manufacturer representative (rep) asking them to call and offered to review closer doctor listings, however the patient declined, saying they would just have to try and go 35-40 minutes away from their house to see the doctor for the problem. Patient services noted that they sent an email to rep and they redirected the patient to their doctor. The patient's relevant medical history included the patient said they had too many surgeries (not alleged to be related to the device/therapy ,) and that the "skin was off down there" (not alleged to be related to the device/therapy.) The patient was redirected to their health care professional (hcp).